Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may have contributed to the cable breaking. Common causes of broken - distal instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 29-oct-2024: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. The issue occurred while suturing the vaginal vault in a hysterectomy. The instrument did not collide with any other instrument or tool during the procedure. Surgeon was unable to open jaws. There was a cable visibly protruding from the distal end of the instrument, the one that controls opening/closing of the jaws. An image was provided and reviewed; the image identifies a broken grip cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the mega suturecut needle driver had a wire exposed on the tip. No foreign material was identified or left behind from instrument. Staff replaced instrument with new mega suture cut needle driver. The procedure was completed with no reported injury.